Event description:
Fifteen (15) post cypher stent implantation, days the patient had a sub acute thrombosis (sat). The patient was asymtomatic. Coronary angiography was conducted prior to discharge for the hospital. Thrombus was observed at the level of the proximal left anterior descending (lad) artery that was the target vessel for the index procedure. The physician attempted at treat the sat using ptca, but was unable to advance the guidewire. Thus the attempt to treat the sat was unsuccessful. The future treatment will be decided by monitoring the viability. The physician's comment regarding the possible cause of the sat was that it might have been due to the stent being under-dilated.